Event description:
It was reported the customer received a compromised force sensor system alarm during a prime. It was found the alarm prevented the customer from navigating through the prime screen. Customer's blood glucose was unknown. Troubleshooting found the customer's drive support cap was sticking out. The customer stated they did not press on the cap while connected. The customer was advised to disconnect from the insulin pump and revert to a back-up plan while their insulin pump was being replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with a protruded drive support disk, minor scratches on the display window, a cracked case at the display window corners, and a cracked reservoir tube lip. The pump was unable to prime during the prime test due to the protruded drive support disk. The pump also had a motor error alarm during the basic occlusion test due to protruded drive support disk.